Manufacturer narrative:
A ge service representative performed an on site investigation. The fast stop was replaced and the limit switch was adjusted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 2800 system table would not move and the fast stop button was broken. No pt injury was reported.